Event description:
As reported by the user facility: (B)(4). Customer states pump needs calibration it randomly goes too fast or too slow. The only detail that could be recalled are there were not any pt injuries or adverse effects and on one infusion of platinol a 2 hour infusion finished in 1 and a half hours. They reported sometimes the infusions take longer than programmed.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4). (The importer). This report has been identified as b. Braun (B)(4). The actual pump involved in the reported incident was returned for evaluation. The volumetric accuracy was tested three times with a rate of 125ml/h and a volume to be infused of 250ml (2hrs). The results were within specification of 259ml, 254ml and 260ml. The pump's operational log was reviewed. On (B)(6) 2012 at 23:13:43 an infusion was started with a rate of 250.0ml/h. The infusion was stopped at 23:14:55 with a total volume infused of 5.0ml or 100.0% of the expected volume. At 23:14:59 the pump was powered off for the day. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. The pump operated as intended and the reported failed could not be reproduced. All available info has been forwarded to the device manufacturer. If additional pertinent info becomes available, a follow up report will be submitted.